Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During initial evaluation, the pump was found to alarm for upstream occlusions when no occlusions, were present. Further evaluation was unable to reproduce the false occlusion alarm. The unit will be reworked per baxter's service procedure to ensure proper occlusion detection.

Event description:
During baxter's evaluation of this spectrum pump, it was found to alarm falsely for upstream occlusions.